Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was tested on the pacing system analyzer (psa) and good impedance measurements were observed. When the lead was connected to this device, the pacing impedance measurements were greater than 3,000 ohms and the shock impedance measurements were greater than 200 ohms. The connections appeared to be correct. This device was removed and another device of the same model was used. Similar impedance issues were observed. A boston scientific technical services consultant discussed detailed steps for ensuring the lead terminal pin was fully inserted into the device port. After several attempts, the rv lead was properly connected to the second device. Lead measurements were all within normal range and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rv lead and the second device remain in service. The attempted device was expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the lead insertion difficulty that was observed clinically.